Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to a blood glucose level of 20 mg/dl. The caller also reported that paramedics were called multiple times in response to low blood glucose levels. The caller did not provided any additional information. The insulin pump was not replaced or returned for analysis.